Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery. The customer had this issue for a year. The customer's blood glucose level ranged from 400 mg/dl to 500 mg/dl. Customer was unable to troubleshoot at the time of call. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.